Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump was shut down due to low battery without alarming. The patient came back from an exam and the pump was not plugged in for long period of time. The nurse assessed the patient without plugging the pump. Once the nurse left and came back, the pump was off and the nurse did not hear the low battery alarm. The customer super user nurse stated that there is a chance that the nurse did not hear the alarm, and they will investigate with the nurse. The pump was set aside and sent to the customer biomed. The baxter clinical specialist informed the super user nurse to set the volume to high and to keep pump plugged in at all time. There was no known patient injury or medical intervention associated with this event. No additional information is available.